Event description:
During prep of the device the battery did not work. The device was removed and replaced with no reported harm to the patient. Manufacturer response for thrombectomy device, 6fr x 135cm x 9mm cleaner thrombectomy device, extra torque (per site reporter).